Event description:
Right silicone mammary implant removed due to pt's complaint of firmness, change in size, and pain. History is vague with implants placed in either 1985 or 1989. No info available regarding implanted info. Right capsule noted as fibrosis calcification with refractile foreign material with histiocytic reaction. X-ray previously indicated right breast calcification.